Manufacturer narrative:
Device evaluated by MFR: the delivery system was received at the complaint investigation site for analysis. The stent was deployed during the procedure and was not received for analysis. A visual examination confirmed that the exterior tube had fully detached from the valve body. There was evidence of glue on the inner wall of the valvebody. This type of damage is consistent with the application of excessive force to the delivery system. A tactile examination found no kinks or other damage along the shaft of the device. There were no issues with the profile of the catheter or the valve body. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft detachment occurred. A 10mmx80mm wallflex¿ biliary transhepatic stent was advanced to treat the lesion. However, during deployment of the stent, the outer tube separated from the handle and problems were encountered releasing the stent. They managed to withdraw the outer tube by hand and the stent was successfully deployed. The procedure was completed with no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft detachment occurred. A 10mmx80mm wallflex biliary transhepatic stent was advanced to treat the lesion. However, during deployment of the stent, the outer tube separated from the handle and problems were encountered releasing the stent. They managed to withdraw the outer tube by hand and the stent was successfully deployed. The procedure was completed with no patient complications reported and the patient's status was stable.